Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the plunger is difficult to move and that she has to pull hard on the plunger and as a result the rod comes completely out of the barrel. The returned syringe was tested and the sample was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 0055954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 syringe 0.3ml 30ga 1/2in uf 10bag 500cs had difficult plunger movement and the plunger fell out of the barrel during use. The following was reported by the initial reporter: "it was reported that the plunger is difficult to move and that she has to pull hard on the plunger and as a result the rod comes completely out of the barrel. This pr captures occurrences on (B)(6) 2020 and unknown dates for plunger rod difficult/unable to operate and plunger rod separates. Verbatim: consumer stated, plunger is difficult to move stated, when she removes the cap, she has to pull hard on the plunger and as a result, the rod comes completely out of the barrel. Stated, it is no longer sterile and she does not use the syringe".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 syringe 0.3ml 30ga 1/2in uf 10bag 500cs had difficult plunger movement and the plunger fell out of the barrel during use. The following was reported by the initial reporter: "it was reported that the plunger is difficult to move and that she has to pull hard on the plunger and as a result the rod comes completely out of the barrel. This pr captures occurrences on (B)(6) 2020 and unknown dates for plunger rod difficult/unable to operate and plunger rod separates. Verbatim: consumer stated, plunger is difficult to move. Stated, when she removes the cap, she has to pull hard on the plunger and as a result, the rod comes completely out of the barrel. Stated, it is no longer sterile and she does not use the syringe."